Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The device history, lot history sterilization record, and trend reporting were reviewed. No issues or non-conformances were found. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient changed contact lens and cleaning solution products, previous brands unknown, to the biofinity toric lenses with solution brand unknown. After 2-3 days of wear the patient experienced symptoms of redness and discomfort upon waking and removed the lenses. The patient is a family physician and observed what appeared to be a small ulcer in the lower third of the cornea and started treatment with antibiotics. The patient sought medical treatment with a specialist after three days. The ophthalmologist observed a small infiltrate and the antibiotics were adjusted. After two days the patient was asymptomatic and after a week, the infiltrate had resolved and the patient returned to lens use. It is not know when the incident occurred and if it affected the patient's right or left eye. On (B)(6) 2017 the patient was awoken with symptoms of redness, eye pain, blepharospasm, photophobia, lacrimation, and loss of vision in the right eye. Patient sought emergency medical treatment at (B)(6). Topical empirical antibiotic therapy, along with cycloplegia began and the patient was referred to an ophthalmologist. The patient was diagnosed with an infectious corneal ulcer with sectoral infiltrates within the pupillary margins and extending to the sclero-corneal border which affected vision and resulted in pain in the right eye. After two days the anterior chamber became affected and additional eye drops (medication unspecified) were added to the treatment regimen. After about 1 week, results from a culture of the patient provided contact lenses and lens case came back positive for klebsiella pneumoniae bacteria. The treatment regimen was modified accordingly, with the addition of oral antibiotic and anti-inflammatory eye drop. After weeks of treatment the event was not resolving, and there was now a central lesion (infiltrate/abscess) in the right eye. Topical corticosteroids were added to the patient's medication regimen after 1 month. On (B)(6), a new culture was taken. Three days later, the pain had worsened in the right eye and topical corticosteroid dose was increased. The new culture came back negative and a new culture was performed. Topical corticosteroids were discontinued, and oral voriconazole (antifungal) was added to the patient's treatment plan. The patient was referred to the hospital of (B)(6) and recommended for a corneal transplant after several weeks of treatment with no improvement. The patient was evaluated on (B)(6) 2017 at the barraquer clinic in barcelona. The patient was suspected to have a fusarium infection of the cornea and spreading to the anterior and posterior chamber. The patient underwent surgery on (B)(6) 2017 where the intraocular lens was replaced and a total corneal transplant was completed on the right eye. After surgery the fusarium infection was confirmed and the patient's treatment was modified after a partial resistance to voriconazole. The patient received intravenous amphotericin b for 10 days. The patient also underwent additional interventions of vitrectomy, trabeculectomy and laser iridectomy to help control ocular hypertension. After three weeks, the transplant was reported to be in good condition without signs of infectious recurrence. Additional surgeries may be required for membrane in the anterior and posterior chambers. The patient is left with decreased vision due to refractive errors associated with the transplant, loss of accommodation from the lens replacement and from the membranes.